Event description:
The complainant reported that while a patient was on impella cp support, a nurse noted intermittent "placement signal low" (ps low) alarms. The arterial line readings did not correlate with the placement signal. The device position was confirmed via echocardiography. A review of the automated impella controller revealed several intermittent "placement signal not reliable" (psnr) alarms, which self-resolved. Placement monitoring was subsequently disabled. There was no harm to the patient. The impella cp was eventually explanted as part of a bridge-to-transplant strategy.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for analysis. The data logs confirm placement signal not reliable alarms and placement signal low alarms and show signal-to-noise ratio (snr) averaging 1000s with stable values for lamp and gain. The placement signal at the time of the alarms was noisy suggesting possible patient condition issue. The root cause of the optical signal issue was not determined as no identifiable data log abnormalities were observed, issue resolved on its own, limited clinical information was provided and no product was returned for analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.